Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received via medtronic that the insulin pump had a blank display as the insulin pump was exposed to the moisture. Customer stated blank display did not returned after 30 seconds and battery cap neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. Customer complained about pump not turning on due to blank display and pump was exposed to water. Device perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, missing display window cover and serial number label missing. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unable to download insulin pump history file and power management graph due to blank display noted. Device was cut/open and inspected and found corroded/moisture damage inside the insulin pump. Device was confirmed blank display due to corroded/moisture damage inside the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.